Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) on (B)(6) 2018 and bard/davol perfix plug on (B)(6) 2018and phasix st. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh) and perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient sustained unspecified injury on (B)(6) 2018. It is also alleged that the patient experienced emotional distress and the device was defective.